Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were needed. It was observed that the temp in cable connector was broken. The device underwent 2k pm. The mixing pump, circulation pump, heater 220v, drain valves and temp in cable were replaced. The device underwent a functional verification, est and calibration and passed all applicable testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefore DHR review not required. The reported event is unconfirmed, therefore labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling and alarmed 113 (reduced water temperature control). Per follow up information received via email on (B)(6) 2023, the device would be sent in for a bd-approved facility for evaluation. They did not started yet for issue resolvement. No patient involvement. Per investigator notification received on (B)(6) 2023, it was reported that it was observed that the temp in cable connector was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling and alarmed 113 (reduced water temperature control). Per follow up information received via email on 22may2023, the device would be sent in for a bd-approved facility for evaluation. They did not started yet for issue resolvement. No patient involvement.